Event description:
It was reported by the aci sales professional that a pt underwent a diagnostic peripheral procedure on (B)(6) 2012. Access was obtained via a 5f terumo pinnacle sheath. A pre-procedure femoral angiogram showed mild pvd present in the vicinity of the access site. Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 5f to close the access site. It was reported that the device was inserted to the white line and the balloon was inflated. The "balloon lost pressure immediately, and the inflation indicator went down, before any pullback was attempted". The device was removed and a second mynx cadence vascular closure device 5f from the same lot was prepped and deployed. The balloon on the second device also lost pressure. A third mynx cadence vascular closure device 5f from a different lot was prepped and deployed successfully, obtaining hemostasis. No further complications were reported. The pt was ambulated and discharged at normal time. It was also reported that the balloon on both devices were checked before the procedure and the balloons were not leaking, but the balloons were not kept inflated for very long before deflating and trying to deploy.

Manufacturer narrative:
Visual inspection of the returned device at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon, approximately 6 mm from the balloon proximal tip. No other source of a leak was identified. Based on the info provided and the investigation performed, the root cause of the tear could not be determined. The review of the lhr (lot f1212504) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report 3004939290-2012-00218 for the first device.